Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low glucose scan while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, the customer experienced "nausea, fatigue, sweating, vomiting, weight gain, heavy hydration, dizziness, and headache" and was brought to the emergency room. A blood test and homoglycan test were performed and the customer was treated with an infusion of "water, slow and fast insulin,¿ and 2 injections of rapid insulin (dosage unknown)for a diagnosis of hyperglycemia. There was no additional information was provided. There was no report of death or permanent injury associated with this event. A report of a sensor scan of 137 mg/dl when compared to a glucose test of 285 mg/dl from the built-in meter, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.